Manufacturer narrative:
Additional narrative: patient dob & weight not provided for reporting. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The 510k not yet assigned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4); supplier: (B)(4), manufacturing date: 16. Mar 2016, expiry date: 31. Dec 2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the surgery was performed. The surgeon put the guidelines for vertebroplasty and through them, he placed the stent (s) elected without any problem, initiating the mixing of vertecem, blue handle locks without power up or down, he tried several times until it broke, the surgeon tried to mix manually and this rapid forge, preventing finish mixing, they used another vertecem to complete the procedure. No prolongation of the surgery reported. Patient status reported as stable. This complaint involves 1 part. No prolongation of the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the blue handle of the returned device was broken off. The supplied cement kit was analyzed in the laboratory and the reference sample was checked. No manufacturing related issues that would have contributed to this complaint condition were found. The review of the production histories revealed that this kit was manufactured in march, 2016 according to the specifications. The reference samples of the affected batch showed no abnormalities regarding handling; the system worked according to the specifications. In addition, the manufacturer tried to reproduce the handle breakage on other samples; however, the results indicated that such a breakage could only be provoked when the transfer cap system was locked and consequently massive force was applied. No manufacturing related issues were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(Correction): reported incident occurred in (B)(6), not (B)(6).

Manufacturer narrative:
(B)(6). The subject device has been received and is currently in the evaluation process. The subject device was not implanted or explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.